Event description:
The second of three reports from the same facility involving a crw precision arc. The frame does not appear to sit flush on the base ring and the collar made sound ("screeches and grinds") when it was moved and sometimes does not lock properly. The slide did not work properly and was reported to be unreliable. There was also a problem with the microdrives as these can be 3-4 mm off target just by rotating them within the frames. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.